Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that on (B)(6) 2014 a (B)(6) male patient reported a rash underneath the electrodes on his chest. No deficiencies were alleged against the lifevest. The patient was in the hospital. A physician doing rounds diagnosed the patient with a yeast infection and prescribed lotrimin cream. The distributor followed up with the patient on (B)(6) 2014, and the patient reported that his rash was clearing up with the prescribed medication. The patient continues wearing the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The therapy electrodes contain a small amount of nickel, which is a known allergan. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. No deficiencies were alleged against the lifevest. Patient continues to wear the lifevest. Monitor sn (B)(4): 07/2014 (initial). Electrode belt sn (B)(4): 04/2014 (reuse).